Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. (B)(6).

Event description:
It was reported that a device fracture occurred. The 38 x 3.50 promus elite mr drug-eluting stent was selected for use. During the procedure, the device fractured inside the patient and was removed. The procedure was completed with another of the same device. There were no complications reported.